Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The patient was indicated to have superior vena cava stenosis and a venoplasty was performed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.